Event description:
As reported by the user facility forwarded by bbm sales org. (B)(4)): wrong flow rate. The customer provides a flow rate of 40ml/ h with new infusion line and get with the ida a flow rate of 59.76 ml/h.